Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. The patient will continue to be monitored. No adverse patient consequences were reported.